Event description:
It was reported that patient developed worsening right heart failure, transplant was not an option and patient chose to go home with hospice. Pump was not returned. Patient expired on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: based on complaint history associated with the heartmate ii left ventricular assist system (lvas) and similar reports, the observed events within the submitted log file appear consistent with an ingested deposition passing through the device. However, a specific root cause for the observed events could not be conclusively determined through this investigation. Analysis of the log file provided by the account confirmed elevations in pump power and estimated flow. Additionally, three low speed events were recorded. Despite these observations, the log file appeared to show the system operating as intended. It was reported that the patient developed worsening right heart failure. Transplant was not an option and the patient chose to go home with hospice. It was reported that there was not a device issue that caused the right heart failure; the patient had known worsening right heart failure. The patient went home with hospice care on (B)(6) 2020. Per the patient outcome, the patient expired on (B)(6) 2020. It was reported that the pump will not be returned for evaluation. Device thrombosis, right heart failure, and death are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump exchange was reported under MFR# 2916596-2020-02199. Device type unknown, heartmate ii information used as placeholder. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an exchange on (B)(6) 2020 and was seen for a follow-up. The concerns for power and flow spike appeared to be resolved. Log file analysis captured power elevation on (B)(6) 2020 above 10 watts. The data also showed that three low speed advisories occurred and an increase in power. Tech services state that one possibility to explain what was seen in the log is that the pump¿s rotor ability to spin was prohibited by some material other than blood, if this occurred there would be an increase in power and a drop in speed. On (B)(6) 2020 the power and flow appeared to stabilize